Event description:
Healthcare professional reported right side bia-alcl, right sided pain, right side "high and hard" and capsular contracture baker grade unknown. Additionally, patient reported "hashimoto's, graves, fatigue, weight gain, and hives"; these events are not device related. The pathology report confirms positive for cd30 and negative for alk1. Device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5111340. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma-alcl" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, yellow particle in the shell, voids, deformation and crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side bia-alcl, right sided pain, right side "high and hard" and capsular contracture baker grade unknown. Additionally, patient reported "hashimoto's, graves, fatigue, weight gain, and hives"; these events are not device related. The pathology report confirms positive for cd30 and negative for alk1. Device was explanted.

Event description:
Healthcare professional reported right side bia-alcl, right sided pain, right side "high and hard" and capsular contracture baker grade unknown. Additionally, patient reported "hashimoto's, graves, fatigue, weight gain, and hives"; these events are not device related. The pathology report confirms positive for cd30 and negative for alk1. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.